Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing including defib cycling, hot/cold soaking, and battery sense testing. The processor/bridge/pace board was replaced to reduce the probability of reoccurrence. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.